Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, minor scratches on display window and scratched reservoir tube window noted during our visual inspection.

Event description:
It was reported that the customer's insulin pump had many scratches on the display window. His/her blood glucose level was not reported. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.